Event description:
Medtronic received information that a solitaire sfr4 stent separated. The stent was placed in the m1-2segment with a good bypass effect. With the proximal and distal aspiration of the guide catheter the device was withdraw. Even with the greatest possible effort, the guiding catheter could not be pulled up to the base of the skull. There was a lot of friction in the system until finally the stent retriever unintentionally ruptured at the level of the left aci in the cervical section. An overview angiography of the aci showed a real bypass effect of the deployed stent over the thrombus. After performing a dyna CT, in order to exclude an ich or sab, 500mg ass i.v. Was given. Further check-ups showed an existing bypass effect. After consultation with the neurologist colleague, the intervention ended at this point. Catheter material , sheath removal and hemostasis removal, followed by the closure using the angioseal system. The devices were prepared as indicated in the instructions ofr use (IFU). The patient was being treated for an ischemic stroke. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.